Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to corroded keypad trace. No button error alarm noted pump. The insulin pump has cracked display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated button error appeared on the display. Customer stated the buttons were not working. Customer stated the insulin pump was not exposed to moisture. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).